Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a y-type blood/solution set detached from the spike. This occurred while spiking a blood bag for a transfusion, and led to blood leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.